Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient resulted in -1d (diopter) (visual acuity loss) after an intraocular lens model zkb00 23.5 diopter was implanted in her right eye. The lens was explanted approximately 3.5 months post implant and exchanged with another zkb00 diopter power not provided. No incision enlargement or vitrectomy was required. No patient injury reported. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.